Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 359121.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to device needed charging two times per day. The patient is happy with current therapy and longer lasting battery life. Device will not return due to facility policy and electrocautery was used.